Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm during a bolus delivery. Customer's blood glucose was 114 mg/dl. Customer also believed they had a blockage at the end of their infusion set. Troubleshooting could not be completed because the customer did not have an extra infusion set. No additional information provided.